Event description:
On october 30, 1996 it is alleged that a fire developed in the arm of a 14 year old burke seat lift chair. It is further alleged that a short developed approx 4" below the control box starting a fire. Further, the fire was extinguished by a sprinkler above the chair. There were no injuries. There was smoke and soot damage to the room. Co built this type chair between 1970 and 1992. Many thousands of these chairs were made. Co has not had other reports citing electrical wiring as the cause of a fire in a pneumatic chair in the last twenty-seven years.